Event description:
Customer reported an altitude alarm with their pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Despite efforts to clean the speaker holes and load a new cartridge, the issue persisted. As a result, technical support arranged for a replacement pump and instructed the customer to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer agreed to return the faulty pump using a pre-paid ups label within ten days.